Event description:
The customer reported a system message during set up. Nine cases were canceled. One patient was prepped, but only with topical drops. There was no patient injury reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system message (vent valve failure). He replaced the poron washers related to the vent valve failure. The complaint history was reviewed and there were no other similar complaints reported for this system. The risk management report (rmr) for the infiniti system addresses both irrigation and vent valves failures as existing potential hazards/harms. The infiniti software checks for irrigation/vent valve operation and reports failures as error codes which instruct users to take immediate action. These failures are adequately mitigated during priming and during a procedure. An internal CAPA was opened to address this issue. This issue was determined to not be safety related. This known issue was evaluated, and a field service replaceable poron washer is being implemented.